Event description:
Ibc from pt to schedule remodulin. Pt reports during monthly consult that one of her pumps read "error 1720." She was inquiring how to fix that error message. She states that it happened that morning, and wasn't too sure how to fix the pump so she ended up using the other pump that was working fine. Informed pt that new pump will be shipped right away. Did the product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Pt ended up using her other functioning pump. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes, new pump was shipped for morning delivery. Dates of use: from (B)(6) 2016. Diagnosis or reason for use: pulmonary arterial hypertension.